Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported plastic material embedded in the optic of the intraocular lens (iol). This was noticed following implantation in the eye. The material could not be removed from the iol. The iol remains implanted in the eye. The surgeon does not believe this will have negative consequences for the patient. There was no patient harm reported. This is 1 of 3 reports from this reporting facility.